Event description:
Spacelabs received a report that on (B)(6) 2015 at 3:42 p.m. A patient experienced asystole while monitored with command module model 91496 and bedside monitor model 91387-28. The equipment did not generate an alarm for this event. No one was injured as a result of this event.

Manufacturer narrative:
Onsite testing conducted by a spacelabs field service engineer (fse) confirmed the involved devices performed to specifications. Testing was witnessed by a facility staff member. The fse was informed by the facility nurses that the asystole occurred while the patient was being turned and was confirmed by a flat line on the central venous pressure waveform and arterial waveform monitor displays. A spacelabs lead software engineer reviewed the customer provided retrospective database. During the event time, there are two markers indicative of a noise shutdown period. A noise shutdown stops processing of the ECG signal by the algorithm since signal quality is of such poor quality. At the reported time, there was a 6.2 second episode of asystole. There was no corresponding ECG alarm record in the ics database; however, there was an alarm record for low arterial pressure. Significant ECG noise / artifact preceding the asystole episode caused the monitor to temporarily suspend ECG processing until signal quality improved (noise shutdown period). The noise / artifact was likely caused by movement of the patient as the nurses¿ reported turning the patient during the reported event time. Such suspension in the event of noise / artifact is identified in the clinical parameters manual. As a result, the duration of the asystole episode was calculated as 3.1 seconds (not 6.2 seconds) which did not exceed the 5.0 second duration required to initiate an asystole alarm. We note that a high priority alarm was generated at the event time due to the decrease in arterial blood pressure. The equipment operated as designed without malfunction. This supplemental report is considered final and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2015 at 7:59 a.m., a patient experienced asystole while monitored with command module model 91496 and bedside monitor model 91387-28. The equipment did not generate an alarm for this event. No one was injured as a result of this event.

Manufacturer narrative:
On site testing conducted by a spacelabs field service engineer (fse) confirmed the involved equipment performed to specifications. Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete. Placeholder.